Event description:
It was reported to vyaire medical that lap top ventilator 1150 has noise with patient effort. As of this time, there is no information about patient harm associated with this reported event.

Manufacturer narrative:
H10 - a third party service identified the problem found by pass tube crimped. As a resolution re routed the tube.